Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21 mm trifecta gt valve was implanted. On (B)(6) 2016, the patient presented to the hospital with a fulminant mediastinitis and suspicion of endocarditis. A blood culture was performed and found s. Aureus. An echo performed on (B)(6) 2016 did not find any vegetation, and no signs of aortic insufficiency or abscesses. The valve remained implanted. On (B)(6) 2016, the patient died of multi-organ failure due to the mediastinitis.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, a trifecta gt valve was implanted. On (B)(6) 2016, endocarditis was confirmed. A blood culture was performed and found s. Aureus. An echo performed on (B)(6) 2016 did not find any vegetation, and no signs of aortic insufficiency or abscesses. Per report, it may be a bacteriaemia related to a mediastinitis the valve remains implanted.